Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's controller got wet after falling in the bath while bathing a child. The patient was admitted to the hospital for observation. On visual inspection, the controller had no notable issues. The emergency backup battery (ebb) was seated well with no visible water in the back of the controller, and the self-test functioned appropriately. The batteries and clips did not get wet and no shower bag was in use. A review of the log files revealed no atypical events despite the reported exposure to water.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the primary controller getting wet was unable to be confirmed. A review of the log files contained data spanning approximately 12 days ((B)(6) 2023 (B)(6) 2023 per timestamp). All of the captured data appeared to show the system controller operating as intended throughout the log files. The heartmate 3 system controller (s/n: (B)(4)) was not returned for analysis. No visual issues were noted on the equipment and the controller self-test functioned as intended. It was stated that the shower bag was not in use, the battery clips and batteries did not get wet, and no product was exchanged or returning. The root cause for the reported event was determined to be related to use error. Heartmate 3 patient handbook, rev. D, section 4 ¿ ¿living with the heartmate 3¿ explains that the system controller must be kept dry at all times and to never swim or take baths. ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock, or the pump may stop¿. Heartmate iii instructions for use, rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook, rev. D, section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use including how to ensure that the controllers and equipment do not get wet. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.